Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Based on the description of the event, it is likely that the reported event of incomplete clip closure was caused by the user's clip application technique. The instructions for use (IFU) instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated" and warns that "excessive twisting or torquing may lead to a malformed clip." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This document represents the initial and final report.

Event description:
Procedure performed: lap chole. Incident description: the surgeon and the facility is undergoing a product evaluation. This was the surgeon's second case using the applied clip applier. After the third clip was fired, it was noted that the he clip did not close completely. The clip was open at the apex. The surgeon squeezed plastic to plastic. The clip fell off of the artery. This occurred after the cystic duct was completed. The event occurred with the cystic artery. The surgeon did not skeletonize the tissue with the clip applier. The surgeon commented that the patient had multiple cystic arteries that fed into the gallbladder. The arteries were not large. After the clips fell off the artery, the surgeon used a competitor clip applier to complete the case. The surgeon did not pre-load the clips prior to firing. No patient injury occurred. No leakage or bleeding occurred. The device was discarded and is not available for return. The lot number is unknown at this time. Additional information was received via email on (B)(6) 2018 from applied medical field associate. The ca500 was provided as a sample from the account manager. I was able to track down the lot number, which is 1321361. It appeared that the clip was fully loaded into the jaws upon actuation." "... I would add that the clip on the specimen side of the gallbladder also fell off during the case (however since the specimen was being removed this wasn't as big of a concern)." Type of intervention: after the clips fell off the artery, the surgeon used a competitor clip applier to complete the case. Patient status: no patient injury occurred. No leakage or bleeding occurred.